Event description:
It was reported that during priming consumer discovered that barrel was cracked with a bd 5ml syringe with needle. The following information was provided by the initial reporter, translated from chinese to english: it's noticed that the tip of barrel cracked during priming.

Manufacturer narrative:
H.6. Investigation: bd has not been provided with photos or samples for catalog 301943 lot 1801269 to investigate for this record. Unfortunately, as a result, bd was unable to verify the reported issue or determine a definitive root cause. The material used to manufacture discarded syringes has been selected and tested to resist normal conditions of use. The assembling machines have an on-line detection system that inspects 100% the syringes, rejecting automatically the syringes with broken parts like the tip of the barrel. Based on this fact, bd believes that the syringe tip could break because of the strong conditions during use of the product. DHR showed no indication of the alleged defect. H3 other text : see h.10.

Manufacturer narrative:
Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during priming consumer discovered that barrel was cracked with a bd 5ml syringe with needle. The following information was provided by the initial reporter, translated from chinese to english: it's noticed that the tip of barrel cracked during priming.